Event description:
It was reported that the left front wheel has broken. The customer contact reported that it appears the end user uses the device as a wheeled transport which is not what the device is designed for. It was reported that the end user suffered a contusion on left buttock with pain. There were no reports of medical intervention, nor any other adverse patient effects.